Event description:
It was reported by the customer's family member that the customer experienced high blood glucose levels while using their insulin pump. Customer's blood glucose level was reported at 462 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.